Event description:
The customer alleged that cidex was leaking from the reservoir tank. The customer stated that there was no human reaction or adverse event reported from the event. An asp field service engineer (fse) went to the facility to access the unit.

Manufacturer narrative:
Other - capital equipment, evaluated at customer site. The fse reported the following: the unit was leaking cidex from the tank. The unit met specifications when the fse arrived. The fse checked the unit and replaced the tank. The fse tested the unit. The unit passed and met specifications.